Manufacturer narrative:
Manufacturing process improvements implemented (B)(6) 2015. Parameters used for the assembly of the product have been evaluated and additional validations have been conducted. No reported incidents of this nature have been received for product manufactured after process improvements were implemented.

Event description:
On (B)(6) 2016, the distributor reported to rymed that they had received notification that their customer had experienced issues with the product. Very little details were provided at the time and the defect type/nature of the complaint could not be determined. Samples were received on 02/09/2016. It was confirmed that the complaint report involved 5 incidents where the connector separated during use. No details surrounding the events is available. Reported as product code 415303, lot m00074. No harm to patient.